Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the opposite side of the lesion. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery (sfa). The 5.0mmx20mmx143cm nc quantum apex¿ balloon catheter was advanced for predilatation. However, during the first inflation at 18 atmospheres for 5 seconds, the balloon ruptured. The physician then replaced the device with a 4mm-15mm peripheral cutting balloon (pcb) and a 5mmx4mm non bsc balloon catheter. Subsequently, a non bsc stent was deployed. Post dilatation was performed using a non bsc 5mmx4mm balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).